Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, on (B)(6) 2019. The customer blood glucose level was 700 mg/dl. Customer stated that the cannula was bent. Customer was assisted with troubleshooting for bent cannula. The devices will not be returned for analysis.